Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a kinked guidewire was able to be confirmed by the photos, which show the distal end of a guidewire containing kinks and the lid stock that goes along with this sample. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg kinked during used on the patient." They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Event description:
It was reported that: "13 dec 2024, the doctor found the swg kinked during used on the patient." They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4).